Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt is reportedly doing fine. This is the final report.

Event description:
The pt reportedly experienced swelling and fluid accumulation at the implant site. The pt was reportedly prescribed ibuprofen and augmentin. There was no note of infection.